Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a low rhythm correlation resulting in inappropriate anti-tachycardia pacing (atp). This device is expected to be evaluated further at the next follow up appointment. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought to obtain the model and serial number of the device. This report will be updated once additional information is received.